Event description:
Report received of delivery inaccuracy. The customer contact states that the pump was returned from clinical service with a note that pump "does not deliver correct dose on primary and secondary". There was no known adverse pt event with the pump. There was no tracking info (nurse, location, pt) available. Though requested, there was no further info available.